Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet did not appear to charge after being in a bag where rubbing alcohol may have contacted the device; the charge light was blinking green, and after instructing the user to change outlets, the ilet powered on and began charging, with the device indicating a low battery and the user advised to allow it to charge with a highest continuous glucose monitor reading of 289 mg/dl. Symptoms included hyperglycemia over a few hours, not confirmed by glucometer. Outcomes included no alarms reported and successful device charging after troubleshooting, with no medical intervention or hospitalization. Investigation of this case revealed that the device experienced low battery with initial ineffective charging, likely related to power supply or outlet selection, and normal function resumed once an alternate outlet was used. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging conditions resulting in temporary low battery and hyperglycemia.